Event description:
The two legged extension set was attached to an umbilical catheter. When the clinician went to access the valve came apart from the tubing. The set was replaced, the patient did not experience any reportable outcomes or bloodloss.

Manufacturer narrative:
The malfunctioning device was returned to vygon for evaluation and investigation. This complaint investigation is currently ongoing; a follow-up MDR will be sent within thirty days of its completion.